Event description:
A (B)(6) player that suffers from funnel chest was implanted with two matrixrib recontoured plates on an unknown date. The plates broke postoperative and pt was revised on (B)(6) 2012 to three new matrixrib plates. Reportedly, pt was non-compliant with postoperative rest instructions and the plates may have broken from the high stress applied during a hockey game. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.